Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, a technical support specialist (tss) confirmed that the customer requested the case to be disregarded. The case was closed and no additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had an issue in patient status. Multiple patient profiles did not appear in pyxis as their status was "preadmit," while correctly appearing profiles showed "admitted," despite admissions confirming the patients were admitted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.